Event description:
It was reported that the patient stated the insertable cardiac monitor (icm) had come out and was disposed of. The patient indicated that the icm continued to connect to the mylux application and was advised that this could occur. The physician was aware of the situation, and plans were made for device reimplantation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.